Event description:
The surgeon reported the system displayed a system message. The nurse recycled power but the system message remained the same. The patient had been sedated and the surgeon had already made an incision to the patient's eye. The surgeon closed the incision and cancelled the case. Additional information received from the surgeon stated the surgery was for retained lens fragments, a vitrectomy, and a lensectomy were planned. The patient was not hospitalized, no unplanned medical or surgical intervention were required. The surgeon noted the patient's outcome and prognosis were unknown at this time.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. The power supply was replaced and sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.